Manufacturer narrative:
Device history records were reviewed for lot 62006696 with no deviations or anomalies identified that would have contributed to the reported event. Receiving and inspections reports were reviewed for the raw material lot which revealed all devices that were accepted, completed, and sent to inventory met specifications. The lag screw reamer was returned for review. Visual inspection identified that the reamer head fractured and the fragment was not returned for review. Hardness testing was found conforming to print specifications. This device is used for treatment. Based on the order running complete, it is believed the part was conforming when it left zimmer biomet. An initial product history search conducted (B)(6) 2016 revealed no additional complaints against the related part and lot. The device was manufactured on 27/feb/2012, with the described event occurring on (B)(6) 2016; therefore, the device had a potential field age of approximately four years two months. It is also unknown how many times the device had been used during that time. It was indicated that the surgical technique was followed, therefore a definitive root cause for the fracture cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the lag screw reamer chipped off during disassembly of components after use.

Manufacturer narrative:
This report is being submitted to amend sections. This report will be amended when our investigation is complete.